Manufacturer narrative:
Data analysis: during the clinical procedure, the impella 5.5 pump sn (B)(6) was disconnected and reconnected to automated impella controller (console) ic8266 to then have eeprom reading issues and the software process became unresponsive while re-reading the eeprom. The console software watchdog detected it, and performed a system restart, as a design intended response to such event. After the restart, as the console booted up, pump sn (B)(6) was still connected, and the console had issues reading the usage section of the eeprom. Regardless, the pump was successfully restarted upon reboot. Later in the case, the console issued a purge fluid not detected error window due to a broken retainer. Device analysis: upon arrival, the console ic8266 was inspected, and the purge pressure sensor retainer was found to be broken. No other issues observed during testing. The cause of the purge fluid not detected error was due to a broken purge retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during impella 5.5 support, the automated impella controller (aic) alarmed for purge pressure low. The purge cassette was attempted to be replaced; however it was unsuccessful due to a broken purge disc on the aic. As a result of the broken purge disc, the aic was replaced. There was no patient harm reported.